Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The main lamp was not ignited. The emergency lamp lighted up. The mains switch was defective. The light guide sleeve of the base was broken. The bottle holder was bent. There was moisture in the unit. The pump did not start under pressure applied. The fan of the device made a noise. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During colonoscopy and gastroscopy, the user found the following. The error e103 (clv lamp error) occurred. The main lamp was failed. The emergency lamp lit up after the main lamp was changed. The user had to reboot the device several times. The user completed the procedure, however, the procedure was extended. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the inside of the device could not be cooled sufficiently and a temperature error occurred due to the usage environment of the user facility. -the device was damaged by applying a strong impact to the device. -aging deterioration may have caused the defect because 7 years have passed since the device was delivered. If significant additional information is received, this report will be supplemented.